Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was confirmed through the review of the event history logs. The cause was determined to be one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:30:34. During night drain cycle four, the patient's ultrafiltration reading was 1536ml, indicating the home patient (hp) drained 1536ml more than their maximum programmed fill volume of 2300ml. No additional information is available.